Event description:
Philips received a complaint on the defibrillator indicating that the som pca was defective. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
The processor was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the processor under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up and displayed an ECG error message, including a red x symbol in the rfu window confirming the reported allegation. Troubleshooting was unable to determine a root cause for the processor failure. Based on the information available, the cause of the reported problem with the processor; however, it is unknown specifically what failed with the processor to cause the issue. The reported problem was confirmed.